Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's skin became blue in color and a patient activated episode was triggered with the implantable cardiac monitor (icm). The caller inquired if there were r waves buried in the noise that was seen prior to the activation of the symptom episode. Technical services reviewed stored data from the device and discussed that r-wave amplitude was fairly stable but there was some undersensing observed due to a brief temporary drop in amplitude. Therefore, it was possible that there were r-waves buried in the noise but the gap (pause) in the r-waves was much longer than other times when the r-wave amplitude was diminished. When the device oversensed noise to the degree that occurred in this episode, assessing the ventricular rhythm is difficult. No patient complications have been reported as a result of this event.